Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2021-25933. It was reported that the patient presented in clinic. The pocket site exhibited hematoma and the atrial lead showed dislodgement with no capture threshold. It was suspected that the issue was attributed to the patient falling. The lead was explanted and replaced. Patient's condition was stable throughout.